Manufacturer narrative:
Continued: h.6. F2203 a review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy

Event description:
Patient reported no complaint against the device. Healthcare professional reported left side pain and a "cystic benign" "breast mass." Patient later reported left side pain and textured to smooth due to the concerns of the product. Healthcare professional reported no complaint against left side. Healthcare professional reported capsular fold" , 6mm enhancing mass, multiple small cysts noted in the left breast, presumed inflammatory left axillary lymph nodes are noted. Device has been explanted.